Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported an overcorrection in the left eye after a procedure. Additional information has been requested.

Manufacturer narrative:
Device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. Review of the logfile for the day of treatment showed during the start-up in the morning, the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy check, eyetracker and fluence test without any issue. The logfile showed multiple successfully performed treatments. The user performed an energy check. The corresponding treatment was performed over an hour later. However, it is recommended that an energy test be performed before each patient according to the user manual. The treatment was performed successfully. No technical problem could be identified during logfile review. No technical root cause was identified,. According to logfile review, the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).